Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4). Ams miniarc precise single-incision sling system - (B)(4). Ams miniarc pro single incision sling system - (B)(4). Ams miniarc sling system - (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain and recurrence of symptoms. The device remains implanted. No further complications have been reported in relation to this event.